Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage and stretching; partial lead in segments returned and analyzed.

Event description:
It was reported that right ventricular (rv) lead had high impedance after a sudden jump in impedance. During extraction of the rv lead the right atrial (ra) lead was dislodged. Both the rv and the ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.